Event description:
It was reported that while using bd preset¿ arterial blood collection syringe was cracked after blood drawing and blood was flowing from the crack. No patient injury was reported. The following information was provided by the initial reporter: the doctor ordered blood collection, and checked that the arterial blood collection device was packaged in good condition, without damage or air leakage. The blood collection device was in good condition. The nurse confirmed the blood collection site and then sterilized it. I stopped the blood collection, pulled out the needle, and pressed the blood collection site. -the customer found no defects when inspecting before use, and found cracks after blood drawing. Then the blood flowed from the crack.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3: see h.10.